Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating the patient underwent a device upgrade procedure. The implantable cardioverter defibrillator (ICD) was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). This defibrillation lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) discussed how the device and lifevest operate independently and recommended follow-up if the patient received a shock. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. The out of range measurements were isolated to the proximal coil. The shock vector was reprogrammed to distal coil to can. The patient was also sent home with a lifevest. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--